Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping/severe cramping abdomen') in a 39-year-old female patient who had essure (batch no. 50512939) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and infusion site extravasation. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included morbid obesity, cervix inflammation and hyperplasia. Concomitant products included fish oil and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced extravasation ("perivascular extravasation"), 3 months after insertion of essure. In may 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced endometriosis ("reproductive system disorder or condition - type of disorder or condition : endometriosis"). On (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). In january 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced diverticulum ("gastrointestinal or digestive system condition type: diverticula"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, endometriosis, urinary incontinence, dysmenorrhoea, fatigue, diverticulum, migraine, headache, allergy to metals, weight increased, uterine leiomyoma and extravasation outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, diverticulum, dysmenorrhoea, endometriosis, extravasation, fatigue, headache, menorrhagia, migraine, urinary incontinence, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as 2010. Current weight 263 lbs. Essure coils were placed for obstruction with 4 trailing coils. At left, essure placed with rollback press method and 4 coils seen trailing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Abdomen scan - on 14-oct-2011: uterine fibroids and displacement or the endometrial stripe by the fibroid. Nabothian cysts seen in the cervix.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, perivascular extravasation.. Ultrasound pelvis - on (B)(6) 2011: uterine fibroids and displacement or the endometrial stripe by the fibroid. Nabothian cysts seen in the cervix.. Ultrasound scan vagina - on (B)(6) 2011: uterine fibroids and displacement or the endometrial stripe by the fibroid. Nabothian cysts seen in the cervix.. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Reporter information, lot number, historical drug, concomitant drug added. Events: perivascular extravasation, leakage were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping/severe cramping abdomen') in a 39-year-old female patient who had essure (batch no. 50512939) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and infusion site extravasation. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included morbid obesity, cervix inflammation and hyperplasia. Concomitant products included fish oil and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced extravasation ("perivascular extravasation"), 3 months after insertion of essure. In may 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced endometriosis ("reproductive system disorder or condition - type of disorder or condition : endometriosis"). On (B)(6) 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). In january 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced diverticulum ("gastrointestinal or digestive system condition type: diverticula"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, endometriosis, urinary incontinence, dysmenorrhoea, fatigue, diverticulum, migraine, headache, allergy to metals, weight increased, uterine leiomyoma and extravasation outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, diverticulum, dysmenorrhoea, endometriosis, extravasation, fatigue, headache, menorrhagia, migraine, urinary incontinence, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as 2010. Current weight 263 lbs. Essure coils were placed for obstruction with 4 trailing coils. At left, essure placed with rollback press method and 4 coils seen trailing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Abdomen scan - on (B)(6) 2011: uterine fibroids and displacement or the endometrial stripe by the fibroid. Nabothian cysts seen in the cervix.. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, perivascular extravasation.. Ultrasound pelvis - on (B)(6) 2011: uterine fibroids and displacement or the endometrial stripe by the fibroid. Nabothian cysts seen in the cervix.. Ultrasound scan vagina - on (B)(6) 2011: uterine fibroids and displacement or the endometrial stripe by the fibroid. Nabothian cysts seen in the cervix.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident a technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and infusion site extravasation. Concurrent conditions included morbid obesity, cervix inflammation and hyperplasia. In 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced endometriosis ("reproductive system disorder or condition - type of disorder or condition : endometriosis"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), diverticulum ("gastrointestinal or digestive system condition type: diverticula"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, endometriosis, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, diverticulum, migraine, headache, allergy to metals, weight increased and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, diverticulum, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, migraine, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2011. Current weight (B)(6) lbs. Essure coils were placed for obstruction with 4 trailing coils. At left, essure placed with rollback press method and 4 coils seen trailing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Abdomen scan - on (B)(6) 2011: uterine fibroids and displacement or the endometrial stripe by the fibroid. Nabothian cysts seen in the cervix.. Ultrasound pelvis - on (B)(6) 2011: uterine fibroids and displacement or the endometrial stripe by the fibroid. Nabothian cysts seen in the cervix.. Ultrasound scan vagina - on (B)(6) 2011: uterine fibroids and displacement or the endometrial stripe by the fibroid. Nabothian cysts seen in the cervix.. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr were received : events - vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhea, fatigue, diverticula, migraines, headaches, nickel allergy, endometriosis, weight gain, abdominal pain lower, fibroids were added. Event onset date were added. Lab data were added. Essure removal date and surgeries were added. Reporter causality comments were added. Reporters were added. Concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.